Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet bionic pancreas exhibited a nonfunctional sleep/wake button and would not unlock after waking on a charging pad, indicating a hardware malfunction of the user interface and power control components; troubleshooting and education were completed, and a replacement device was arranged. Symptoms included no alerts or alarms. Outcomes included the need for device replacement and the user being advised to maintain backup therapy due to uncertain device functionality and loss of water resistance. Investigation included technical support assessment and shipping logistics for replacement and inspection of the returned device. Failure investigation revealed no fault found with the device.